Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and no further issues occurred afterward. The customer was advised to continue using the pump and to contact support if the malfunction recurred.